Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mid right coronary artery (rca). Following pre-dilation, a 28x3.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. It was also noticed that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. Stent delivery system was returned for analysis. A visual examination of the stent found no damages. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4), tw: (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mid right coronary artery (rca). Following pre-dilation, a 28x3.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. It was also noticed that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.